Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a percutaneous transluminal thrombectomy procedure, the catheter tip detached within the patient's common iliac vein. The physician had acquired antegrade venous access and had negotiated the patient's iliac bifurcation when the wire tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient's iliac vein with no additional injury to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.